Manufacturer narrative:
(B)(4).

Event description:
High impedance readings (>4000 ohms) were reported. The patient could no longer feel stimulation and experienced a therapeutic loss of effect (urinary incontinence). The system was reprogrammed, but impedances were still >4000 ohms. The lead was tested w/o the extension and resulted in high impedance readings; therefore, it was believed to be the lead that was causing high impedance. The physician replaced the extension and lead on the left side. Post revision, the patient was receiving stimulation as expected and was doing well.